Event description:
It was reported that the patient presented to the hospital with pacing at 44 bpm. The pulse generator could not be interrogated. There was no magnet response. The device was in backup vvi mode. The device was removed and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. The device was at end of life (eol). This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.